Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that: the wire was found to be kinked prior to use. Associated complaints 3006425876-2023-01182, 3006425876-2023-01181.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported UDI related data quality updates only.

Event description:
It was reported that: the wire was found to be kinked prior to use. Associated complaints 3006425876-2023-01182, 3006425876-2023-01181 and 3006425876-2023-01183.

Event description:
It was reported that: the wire was found to be kinked prior to use. Associated complaints 3006425876-2023-01182, 3006425876-2023-01181 and 3006425876-2023-01183.

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Additionally, the lidstock clearly stated, "do not bend." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.